Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, there was a power and cylinder difference. Additional information was clarified indicating that the vision result came out differently with target so it seemed that the iol's own diopter and cyl. Were different. The sample has been returned which would indicate that it was removed from the eye.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. The optic is split from the edge into the optic material near one haptic. The optic is torn/cut into two portions, typical of an insertion and removal. A power and resolution evaluation could not be conducted due to the lens returned in pieces. The product investigation could not identify a root cause for the complaint. The manufacturer internal reference number is: (B)(4).